Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited backup operation. A software download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.